Event description:
Ulcerated cornea. This happened 2 times within 6 months of each other in the same eye. I started using bausch & lomb renu moisture loc solution -each infection was from two separate bottles of solution- and then the symptoms started -severe pain in the eye, light sensitivity, etc.-. The first date of event was on 08/24/05. I did tell my eye dr. -for both infections- that I thought it was from the bausch & lomb solution since I did not have any problems prior to use. The recovery time was approximately one and half weeks for the first infection. I do not wear my contact overnight - I put them in the morning and remove them at night. The second date of event was on 12/08/2005. This infection was worse than the first. Once again I told my dr. I thought for sure it was from the bausch and lomb renu moisutre loc solution since I started using it again. The infection was not improving -was getting worse- so after the 3rd day of treatment my eye dr sent me to the eye clinic for treatment. I was sitting in total darkness with a patch over my eye and sunglasses for 3 days. I continued to wear the patch and sunglasses for over one week. The recovery time was over two weeks for this infection. I do have another bottle of bausch and lomb renu moisture loc solution at home. This is not the same bottle from my infections, but I rec'd it approximately the same time. The bottle is open and approximately 1/4 to 1/2 is used. My children have used this solution, but they would use it only once a month to put in their contacts since they use the extended wear contacts for 30 days. They have stopped using it, but I still have the solution if it is needed. My eye dr is also sending my info in since the cdc released information on it and both of us believe now it was from the solution. He had records on this and we are more than willing to share the info. Used solution 2 times a day.